Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer's meter and test strips were requested for investigation. The customer returned the meter; the test strips were not returned. The returned meter was tested using retention controls and a different strip lot the customer returned: testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.6 inr, qc 2: 3.6 inr, qc 3: 3.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results between (B)(6) 2019 and (B)(6) 2019 with coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. The result from the meter at 8:04 a.m. Was 4.1 inr. The result from the laboratory at approximately 2:00 p.m. Was 2.9 inr. The customer's warfarin dose was increased based on the laboratory result for 2 days and then returned to normal dose. On (B)(6) 2019 the result from the meter at 8:10 a.m. Was 5.0 inr. The result from the laboratory at approximately 2:00 p.m. Was 3.8 inr. The customer's warfarin dose was adjusted based on the laboratory result. On (B)(6) 2019 the result from the meter at 8:39 a.m. Was 6.3 inr. The result from the laboratory at approximately 2:00 p.m. Was 3.9 inr. On (B)(6) 2019 the result from the meter at 8:18 a.m. Was 5.4 inr. The result from the laboratory at approximately 2:00 p.m. Was 3.8 inr. The customer's warfarin dose was decreased based on the laboratory result. No medical treatment was required. The customer's therapeutic range is 3.0 - 3.5 inr. There was no allegation that an adverse event occurred.